Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, while attempting to cross the lesion with a .014 guidewire and a bsx fathom wire, the physician noted a dissection in the left internal carotid artery after taking an angiogram. The physician converted to a cea as a result of the dissection. At this time, it is unknown if the reported failure is related to a third-party device used during the procedure or a silk road medical device since the dissection may have been caused by either one of the wires that were used during the procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, while attempting to cross the lesion with a .014 guidewire and a bsx fathom wire, the physician noted a dissection in the left internal carotid artery after taking an angiogram. The physician converted to a cea as a result of the dissection. At this time, it is unknown if the reported failure is related to a third-party device used during the procedure or a silk road medical device since the dissection may have been caused by either one of the wires that were used during the procedure.